Event description:
It was reported that during the use of the device for a non-clinical activity, the service light came on when the cooler heater unit was in rewarm mode. The user facility's biomedical engineer (biomed) said that they noticed the problem before. The cooler heater unit also would go up to 42 degrees celsius and the over-temp alarm would come on and then shuts off, the unit does not go past 42 degrees. There was no pt involvement.

Manufacturer narrative:
The customer will check to see if they're going to have a field service rep (fsr) or if one of their own biomeds who may be trained to repair the cooler heater unit.